Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for safety assessment (unintended motion). Therefore, the reported condition that the device has an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cord of the motor device was damaged, the device would not run, and the wire was damaged. It was further determined that the device failed pretest for visual assessment, cable assessment, and safety assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.